Event description:
A customer reported an event of a "burnt plastic smell" (odor) emitting from the sterrad 200 sterilizer during a cycle. There was no report of any human reaction. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury event dated (B)(6) 2013.

Manufacturer narrative:
Correction: sex is unknown. Asp investigation summary: the investigation included a review of the device history record, service history, trending of the product malfunction code, failure mode and effects analysis, health hazard evaluation, system hazard and user misuse analysis, and CAPA. The DHR (device history record) was reviewed and no issues relating to the failure mode were noted. The involved unit met manufacturer specifications at the time of release. The service history for this unit for the past 6 months (december 2012 to june 2013) did not reveal a significant trend for this same issue. The trend of the product malfunction code odor/smells was completed from september 2012 through august 2013 and revealed a significant trend which was addressed through CAPA. The fmea (failure mode and effects analysis) revealed the risk priority number is at an acceptable level. The CAPA (corrective and preventative action) identified the root cause for the odor/smells issue as: premature failure of the used and saturated sterrad® 200 oil mist filter caused oil vapor emissions that exacerbated the odor/smell complaints reported for the sterrad® 200 system; the use of a less oxidatively stable vacuum pump oil caused the odor/smells for the sterrad® 200 system. The customer reported a ¿burnt plastic smell¿ and no parts were replaced that relate to the failure mode addressed in this CAPA. Asp will continue to track and trend this issue.

Manufacturer narrative:
A field service engineer was dispatched to customer site. Odor/smell was not confirmed. A preventative maintenance (pm2) was performed. Unit meets specifications and was returned to service on (B)(4) 2013.